Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient was receiving low cgm reading for around 1 hour. The patient did not check the bg by fingerstick to confirm if he had hypoglycemia. He was treated with unspecified glucose pills. Because the cgm reading continued to read low despite treatment, the patient decided to change the sensor and transmitter. After the 2-hour warm-up of the new sensor, the cgm continued to read low. At this time, the patient had a myriad of symptoms including palpitations, hypertension, and anxiety. The patient was unsure if he ever experienced hypoglycemia, as it was difficult to discern what caused his symptoms and did not check the bg to confirm. By this time, his spouse called an ambulance because of the escalating symptoms and continued low cgm readings despite treatment and changing the sensor and transmitter. Upon arrival at the emergency department, the bg was 150-170 mg/dl (the patient could not recall the exact value), and the cgm continued to read low. The patient attempted to calibrate the cgm with the bg value; however, the cgm did not correct within accuracy. Because of this, the patient removed the sensor. The patient was admitted overnight and monitored for the sensor inaccuracy episode in addition to his preexisting heart condition and parkinson's. He received no further intervention from bg management. At the time of the call, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.